Manufacturer narrative:
Per tandem user guide: do not expose your pump to x-ray screening used for carry-on and checked luggage. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that it was reported that a malfunction alarm occurred. Reportedly, the pump was exposed to x-ray screening at the airport. The customer reverted to an alternate method of insulin therapy. There was no reported adverse impact to the customer.